Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the bleeding was not confirmed. It is likely that patient factors (advanced age, patient¿s fatty, friable heart tissue) contributed to the excessive bleeding during the case. It was also thought that a vessel may have been nicked during suturing. The bleeding was controlled and the patient remains stable currently. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, the patient had bleeding at the sheath insertion site, which required eight units of blood and ffp. The patient eventually was changed to open heart procedure to stop the bleeding. Post mini-thoracotomy, it was noted that the patient had a fatty heart with friable tissue. It was discussed if the procedure should be terminated, but the decision was made to proceed. When the sutures were being placed, bleeding was found at the purse-strings, and additional sutures were placed. The sheath was inserted, and additional bleeding occurred at the purse-strings. At that time the purse strings were tightened. Post successful valve deployment there was excessive bleeding noted. It was decided to pull all of the devices out of the patient at once so the team could attempt to stop the bleeding. The purse-strings were tightened, additional sutures and pledgelets were placed, vasoseal was used, and compression was used, which slowed the bleeding. However, the patient¿s systolic blood pressure increased to 130 causing extensive bleeding. The patient was placed on bypass and converted to open heart surgery to stop the bleeding. The bleeding was controlled, and the patient received 8 units of blood and ffp. The patient was taken off bypass, but the chest was left open. The patient left the room in stable condition with good pressure. It was perceived that when the purse-strings were placed a vessel was ¿nicked¿, but the source of the bleeding was not confirmed.